Manufacturer narrative:
No imagery/cine was provided from the site for evaluation. The device was returned to edwards lifesciences for evaluation. During visual inspection of the sheath it was observed the sheath was fully expanded as designed. The liner was delaminated in two sections along the sheath shaft. The first section of liner delamination was 56 mm from the distal tip. The depth of liner delamination measured approximately 10 mm from edge of the sheath. The second section of liner delamination was 205 mm from the distal tip, 34 mm in length. The depth of liner delamination measured approximately 7 mm from the edge of the sheath. The c-marker at tip was attached. Two kinks were found at approximately 240 and 253 mm from the distal tip. Scratches were observed along the sheath shaft. Due to the nature of the complaint events/condition of the returned device, no functional testing or dimensional inspection was performed on the device. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from december 2019 ¿ november 2020 revealed other similar complaints, but no manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Balloon burst: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were confirmed based on the visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. An altered burst balloon profile may have led to the withdrawal difficulty of the delivery system. Excessive manipulation and force likely were required to overcome the interference between the burst balloon and sheath liner. This excessive manipulation may have resulted in the liner delamination and the kinking of the sheath. Available information suggests procedural factors (withdrawal of burst balloon / excessive manipulation) contributed to the reported event. The complaint for sheath shaft ¿ kinked, bent was confirmed. Available information suggests that procedural factors (excessive manipulation) contributed to the reported events. The complaint for sheath distal tip ¿ liner delamination was confirmed. Available information suggests that procedural factors (withdrawal of burst balloon / excessive manipulation) contributed to the reported events. Since no labeling, training, or IFU deficiencies were identified or manufacturing non-conformances were identified, neither corrective/preventative action, nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). This is one of two manufacturer reports being submitted for this case. This case represents the sheath used during the procedure. Please reference related manufacturer report number 2015691-2020-14203. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26mm sapien 3 valve in the aortic position, the commander delivery system balloon burst at the end of inflation. The delivery system could not be withdrawn back into the esheath as the balloon had an ¿umbrella shape¿. The delivery system was surgically removed from the femoral artery. The patient had a moderate degree of calcium at the native annulus. There was no extra volume added to the balloon prior to the inflation. Bav was performed. Per pre-decontamination evaluation, the esheath liner was found to be delaminated.